Manufacturer narrative:
One device sample was received in used condition without the original packaging. Per visual inspection it was noticed that lever is broken. The complaint was confirmed. The ez deflate and clear tubing attached to it (tubing secured with loctite) was replaced. Unable to determine root cause, most probable cause is shipping. Service history review (shr) identified the device returned after receipt from prior repair with broken pressure gauge lever. However, records showed the device was inspected during the prior repair with no noted physical damage. Therefore, there was no indication that the complaint was related to the previous service of the device but the damage likely occurred during shipping and handling back to the customer. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.

Event description:
It was reported that the customer received the pressure cuff back with a broken lever. Discovered upon receipt; there was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.